Manufacturer narrative:
The customer did not start using the stairlift until (B)(6) 2020 . The stairlift was originally surveyed and installed for her husband; however, the customer was the person the stairlift was demonstrated to on (B)(6) 2020 . Acorn re-demonstrated the stairlift on (B)(6) 2020 because the customer did not understand they have a 130 hinge rail and have to move the carriage back to the charge point (three steps up) after riding to the bottom. Acorn contacted the customer on 5/20/2021 to ask if they attempted to move the stairlift in the opposite directions after the stairlift became stuck before trying to pulling her arm free. The customer clarified they tried following the direction in the acorn superglide 130 straight stairlift user manual (130 user manual) but the carriage would not move. The customer failed to follow the instructions provided during the 4/22/2020 and 8/25/2020 stairlift demonstrations. Moreover, the 130 user manual states, "ensure that the stairway is not being used by others and is clear of articles or obstructions before using the stairlift." The only way the customer can ride the carriage to the bottom of rail safety is with rail unobstructed by the front door. If the customer used the stairlift as instructed she would have avoided the incident. Acorn will offer the customer a doorstop to minimize the chance of the front door obstructing the stairlift, and will send an out of specification letter stating the stairlfit should only be used when all obstructions are cleared.

Event description:
On (B)(6) 2021 , the customer was riding downstairs when the stairlift became stuck on the open front door. Her left arm was trapped and her neighbor and husband had to pull her arm free causing the skin tear. She was taken to the emergency room and received 30 days of home wound care visits from a nurse because she had a high infection possibility.